Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. Customer's blood glucose level ranged from the 200- 300's (mg/dl). The customer's blood glucose level was addressed with a manual insulin injection. In addition, the customer was able to load a new cartridge successfully and will continue to use the pump for continued insulin therapy.